Event description:
Subsequent to the previously filed medwatch report, additional information was received.: reportedly, there was no suture present when the needle plunger was removed from both proglide devices. An additional proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Device codes: 1142 labeled. Internal file number - (b)(4. Corrections: the device was initially reported to be returning; however, the device was not returned. Device code 3190 removed. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure in the left common femoral artery (lcfa) was attempted with two proglide devices, via 7 and 8 f sheaths, relative to an endovascular aneurysm repair (evar) procedure. Reportedly, the two proglides were "malfunctioning prior to actual deployment and safely removed". The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.